Event description:
Clinical study 012-029 related to 6000093-2006-00722 nad 6000093-2006-00739. Four hundered and twenty seven days following a coronary artery drug eluting stenting treatment procedure a death event occurred. Lesion 1 mid lad, denovo, total occlusion, diameter 2.75mm, length 25mm, moderate calcification, tortuosity severe. Treated with 2.75 x 28 taxus express2. Lesion 2 prox lad, denovo, total occlusion, diameter 3.0mmm, length 25mm, moderate calcification, tortuosity severe. Treated with 300 x 28 taxus express2. Lesion 3 dist. Lad, denovo, total occlusion, diameter 2.50mm, length 8mm, moderate calcification, tortuosity severe. Treated with 2.5 x 8 taxus express2. Pre and post dilate performed of all 3 lesions. Patient was discharged 13 days following index procedure with prescribed medications of asa and plavix. Death was due to gi bleed 6 weeks following index procedure. The target vessel was not involved.